Event description:
It was reported that after a da vinci surgical procedure, it was ntoed that broken insulation was noted at the distal end of the thoracic grasper instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments main tube had scratch marks and abrasions. The main tube insulation was scratched and some of the insulation had been removed. The scratched measured approximately .051 - .225 in length. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported scratch marks and abrasions on the main tube if to recur could cause or contribute to an adverse event.